Event description:
Patient underwent uneventful ilasik on (B)(6) 2012. Noted diffuse lamellar keratitis (dlk) left eye (os) on (B)(6) 2012 visit. Steroids increased. Patient referred back to tlc on (B)(6) 2012 for evaluation. Surgeon recommended flap lift and irrigate os. Patient brought back to laser suite. Flap lifted and interface irrigated. Last post-op from affiliate was on (B)(6) 2012, slit lamp evaluation (sle) "edema and haze improving os" visual acuity sans correction (vasc) 20/60 rxm +0.75 sphere 20/40 os. Pred forte (pf) was prescribed g3 hrs.

Manufacturer narrative:
(B)(4), evaluation: the equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications.note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.